Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to a pinhole on bending section cover, water tightness was lost, control unit was sticky due to water leakage, video connector case had a crack, light guide connector was sticky, indication on connecting tube had a disappeared area, adhesive on a-rubber had a chip, bending tube had a dent, connecting tube had discoloration, and video cable, protector of the video cable section, electrical contact of video connector all had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, videoscope exhibited foreign material from insertion part curved rubber, on the tip cover and in soft tube at insertion site. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be further identified, nor was it possible to further determine the cause of why the foreign object remained. As a result of confirming the contents of the instruction manual of enf-vq, reprocessing method is described is described in the items below: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.